Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
It was reported that during a procedure to treat a lesion in the proximal left main coronary artery with moderate tortuosity, heavy calcification and 90% stenosis, a 3.0x15 mm rx xience v stent delivery system (sds) was advanced and the stent was deployed. Post stent deployment a distal edge dissection was noted. Another unspecified stent was used to cover the dissection and complete the procedure. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. There were no other device or procedural issues noted. The patient was discharged with no complications. No additional information was provided.